Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the initial filter was partially delivered, however the shorter legs appear to be attached to the wall in an abnormal position. The filter was not previously delivered and after manipulation the filter was retracted into the sheath and was removed. Examination of the filter showed was intact with deformed legs. Patient outcome: a new puncture was performed in the left common femoral vein and a new gunther tulip inferior vena cava filter was placed. Without difficulty.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the filter was partially delivered. However, the secondary legs appeared to be attached to the wall in an abnormal position and after manipulation the filter was retracted into the sheath and was removed. It is assumed that this was a jugular procedure. Examination of the filter showed it was intact with deformed legs. A new puncture was performed in the left common femoral vein and a new gunther tulip filter was placed without difficulty. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use the filter may be repositioned prior to final deployment by carefully advancing the introducer sheath over the filter until right before the anchors; repositioning the system as desired; and again withdrawing the introducer sheath by reattaching it to the protection sheath hub, completely exposing the filter. There are adequate controls in place to ensure that this type of device is manufactured to specifications. The device was not returned and with the limited information provided the filter could have been pushed forward during deployment in attempt to repositioning the filter despite the filter was expanded which resulted in damage to the secondary legs, however this is purely speculations. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.